Manufacturer narrative:
Block d.2b: additional applicable product codes: qrb. Additional suspect medical device components involved in the event: model number/catalog number: sc-2158-50, serial number: (B)(6), batch/lot number: 15594318, model/catalog description: linear lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2158-50, serial number: (B)(6), batch/lot number: 15594318, model/catalog description: linear lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4276, batch/lot number: 15621254, model/catalog description: clik anchor hex wrench 3 inch, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4276, batch/lot number: 15546227, model/catalog description: clik anchor hex wrench 3 inch, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that a patient implanted with a spinal cord stimulation (scs) system passed away. The cause of death is unknown. No further information has been obtained.